Event description:
The customer contact indicated that the over-delviery was the result of operator error in programming the device. At 9:00 am, the pump was programmed in the pca only mode to deliver dilaudid with a concentration of 1 mg/ml instead of the intended 0.1 mg/dl, a pca dose of 0.1 mg, a 6-minute patient lockout, and an unspecified 4-hour limit. The customer reported that an incident report statement read, "pt transferred from one of the icus and was to get 0.1 mg/dl of dilaudid, and pump was programmed for 1 mg/ml. Syringe was removed and pt transferred to ICU, but was fine. It was unspecified how much dilaudid was delivered to the pt. There was no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was available.